Event description:
It was reported by the nurse, yesterday another bixcut reamer broke. During a femur nail surgery for age (B)(6) old. Reaming the channel was done with the involved reamer, the guide wire could not move in the proximal part. Removed the reamer from the guide wire, the scrub nurse tried to see if it was a problem due to obstructive material remained inside for an improper cleaning of the reamer, but she could not pass it into the channel. The reamer was removed from the operative field, a set with old reamers manufactured from another company was opened and the surgery went ahead. The incident led to a 10 minutes extension of surgery.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.